Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box, lot #73k1500627 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The head nurse in the operating room found the package of cartridges was unsealed and contaminated during inspection prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544250 hemolok xl clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that a section of the sterile barrier was not properly sealed. Therefore, the packaging was returned opened. All 6 clips were still in the cartridge. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was not required as a part of this complaint investigation. The reported complaint of "package unsealed and contaminated" was confirmed based upon the sample received. The sample was received with the sterile barrier unsealed on part of the packaging. This is a manufacturing related issue. A nonconformance has been opened to further investigate this issue. Teleflex will continue to monitor and trend related events.

Event description:
The head nurse in the operating room found the package of cartridges was unsealed and contaminated during inspection prior to patient use.